Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. During failure analysis, the reported complaint "left hand control error." Was confirmed but did not replicated during in-house testing. In lighthouse, the following error codes are observed: 32133 (system_err_local_frl_ssync_unlock_fault) 32097 (system_err_local_frl_maxis_fault) 32126 (system_err_local_whl_hw_fault) 32125 (system_err_local_frl_com_wdog_fault) 25730 (error_uce_armnet_maxm_late) 25732 (error_uce_armnet_maxm_seq1) confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test after installing on surgeon console fixture test platform (sftp) and running the fitness test, the unit failed gravity balance test post sine cyle - sh (max_imbalance), el (min_margin and max_imbalance), wp (min_margin, max_imbalance, min_friction). After running calibrations and adding grease to the gears per ipc 1091448-02 for low friction post sine cycle failures, the mentioned tests passed. Additional finding of failure for slow gravity balance test post sine cycle for wrist pitch (axis 5) - ripple_torq_max was observed. 1hr variable speed sine cycle and line screening tests were performed and passed. As a result of this investigation, failure analysis has concluded that the slipring, slipring constraint, o-ring, and lower frame were found to be the probable root causes of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that staff had been encountering repeated left-side manipulator errors. The troubleshooting team had recommended switching to the second console, after which staff had moved to the second console and the procedure had been able to continue. The procedure was completing as planned with no reported injury.